Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient underwent hip revision procedure approximately 18 years post-implantation due to unknown reasons. The femoral head and acetabular components were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Concomitant medical products - m2a taper liner catalog#: 15-105000 lot#: 867930, m2a acetabular cup catalog#: 15-103652 lot#: 910010, unknown femoral stem catalog#: ni lot#: ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2016-05482, 0001825034-2017-04332, 0001825034-2017-04333.

Event description:
It was reported that patient underwent a revision procedure approximately 16 years post-implantation due to unknown reasons. During the procedure, the femoral head and acetabular components were removed and replaced with competitor product. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.